Event description:
It was reported that the device had an ECG malfunction error message and that the customer had an inability to get a good ECG waveform from the device during an incident in which two shocks were delivered. The customer also reported that the patient subsequently died. The customer did not allege a device malfunction. No additional details were provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a ECG malfunction error message, and the fse reported patient death. The patient involved was reported to have died on (B)(6) 2018.